Event description:
Reported blood glucose results of 80 mg/dl with a lifescan meter and 120 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter and test strips were replaced.